Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue without requiring further troubleshooting.